Event description:
A tandem mobi cartridge alarm was reported by the caller, which caused the customer's blood glucose level to exceed 500 mg/dl, although the specific value was unknown and was displayed as "high." The customer took corrective action by administering a correction injection via multiple daily injections (mdi) and did not require assistance from a third party. Tandem technical support confirmed the cartridge alarm and instructed the customer to perform various procedures, including removing the cartridge and delivering a bolus, which completed successfully. The customer was able to reload the cartridge and resume insulin therapy successfully. Ultimately, the issue was resolved, and the customer requested replacements.